Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument was ejecting two clips when firing one. The clips to complete the case.